Event description:
It was reported that: during a case, while ventilating the patient in volume mode, the doctor dialed in 3.0% sevoflurane and noted the highest readings ever recorded by the agent analyzer of 1.3% during the three hour case. The patient was observed to move three times during the case.